Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This voluntary medwatch is in response to receipt of medwatch form (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and an obturator sling was implanted. During a mesh removal procedure on (B)(6) 2014, eroded vaginal mesh was found. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent an anterior pelvic floor repair procedure in 2010 and mesh was implanted. The patient experienced a recurrent prolapse with urinary urgency, urinary frequency, some incontinence and the sensation of incomplete bladder emptying. The patient sometimes feels a pinching sensation in the vagina, or vaginal pressure but it is not severe. The patient underwent mesh removal and an anterior colporrhaphy procedure on (B)(6) 2014. Eroded vaginal mesh was found and removed. Pathology found inflammation and giant cell reaction. Currently, the vaginal incisions are healing well. (B)(4).